Manufacturer narrative:
A ge service rep performed an over the phone investigation. The system was shut down and the interconnect cable connection was reseated during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the 9900 system collimator closed down on its own during a case. No pt injury was reported.